Event description:
It was reported that the customer experienced high blood glucose for about 3 weeks; customer has been sick with a cold. Customer's mother has been working with the nurse and have decided to raise the basal amounts from 19% to 40%. Current blood glucose was 15.7 mmol/l. Customer went to the doctor and was attempting to upload the information and some discrepancies were found on the reports. Customer was irritable, moody and tested positive for ketones. During troubleshoot; it was stated, the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. No delivery alarm found in the history. The infusion set was removed and the cannula was not bent or occluded. High pressure test not performed as the customer did not have a tubing clamp. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.